Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/7/2016 - voicemail, 11/8/2016 - voicemail, 11/8/2016 - voicemail. The date of manufacture is currently not available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Water was drained from the drain dish, and the unit was returned to service.

Event description:
The hospital reported the unit was unable to ventilate in pressure mode during a case. Unit was switched to volume mode to continue the case. There was no report of patient injury.